Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient's son contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the conversation between the patient and the customer service representative because the medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The reporter alleged that the issue began on the evening of (B)(6) 2010 (time not known). At an unspecified time, the reporter alleged that the patient obtained a blood glucose result of "294 mg/dl" with the subject meter. The reporter indicated that the patient manages his diabetes with 4mg of glimepiride (one pill in the morning and one in the evening). After the alleged issue occurred, the reporter indicated that patient continued with his usual dose of medication. The reporter claimed that at an unspecified time after the alleged issue occurred, the patient developed symptoms of "weakness, felt out of place, asking questions, lethargic, not much strength, shakes, couldn't walk, and asking for wife that passed away." After the alleged issue occurred, the reporter indicated the patient administered treatment by consuming an additional half pill of glimepiride sometime after 6:30pm; the reporter indicated that the patient later felt fine. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The reporter did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient developed a symptom suggestive of low blood glucose.